Event description:
The customer reported that she was hospitalized with a low blood glucose of 41 mg/dl. The customer stated that she had programmed a bolus for food she was going to consume. The customer stated that she began feeling light headed, and realized that her blood glucose levels had gone low. The customer was unable to troubleshoot at the time of the call. Advised the customer to call back at her convenience. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.